Manufacturer narrative:
Product ID 8703, lot # j94142080, implanted: (B)(6) 1994, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient reported their pump was not working right and was turned off. Patient was not happy with the doctor and requested that they turn the pump off. Additional information has been requested but was not available at the time of this report.